Event description:
It was reported that during a wedge resection procedure, there was an incomplete staple line. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Tracking